Event description:
In 1990 pt had breast implants inserted under muscle. The implants were a combination of silicone in the middle surrounded by a sac of saline. The doctor told pt that during the surgery one of them ruptured and he had to pull it out. Pt doesn't know any details beyond that. He then inserted a different one and pt has not had any troubles. What troubles pt is that the last year or so they have been plagued with extreme joint pain and muscle pains. When they get massages they tell pt that their fascia feels like armor covering all of their muscles. Pt has been officially diagnosed with fibromyalgia but they are not convinced. Pt does have all the tender spots noted. They do not have the tiredness that normally accompanies fibromyalgia. Pt just knows that they hurt and cortisone shots no longer are effective and sleep and life are very disrupted. Pt just doesn't know where to turn for help or if removing them will help.